Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an error was displayed on the pump of the stockert s5 system during cardioplegia delivery and the counter stopped functioning. There was report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an error was displayed on the pump of the stockert s5 system during cardioplegia delivery and the counter stopped functioning. There was no report of pt injury.